Event description:
As reported, four days post stent implantation, patient came in with st elevation myocardial infarction (stemi) due to stent thrombosis. As per the physician evaluation, a 3.5mm x 15mm ridaforolimus eluting (elunir) stent appeared to be adequately opposed but possibly under deployed. The target lesion was the mid-left anterior descending (mlad) artery wherein the device was implanted. A non-cordis stent was placed within the current elunir stent to remove a possible outflow obstruction that may have contributed to in-stent thrombosis. There was a possible proximal edge dissection therefore, additional left anterior descending (lad) non-cordis stent was placed. The product was stored as per the instruction for use (IFU). Thrombosis traveled to obtuse marginalis (om1) artery and circumflex (circ) artery therefore, non-cordis stents were placed in both vessels. The device will not be returned for evaluation as it was implanted.